Event description:
At the end of the procedure, doctor was removing the airseal trocar from the abdomen. A small part of the tip broke off. Doctor retrieved the part that broke off and removed the trocar. Pre-op diagnosis: grade 2 endometrial cancer, multiple prior abdominal surgeries. Post op diagnosis: grade 2 endometrial cancer, multiple prior abdominal surgeries. Procedure performed: robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, sentinel node mapping and excision, lysis of adhesions x 30 minutes procedure: it was noted that the suprapubic 12 mm airseal port was damaged with a small jagged edge at the intraperitoneal tip of the trocar. This had not been in contact with the intraperitoneal contents during the surgery. The abdomen was re-insufflated, and the colon and loops of terminal ileum in the pelvis were examined and no injuries were appreciated. The remaining ports were removed.